Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: it was reported that the patient's right knee was revised due to a posterior medial piece of the cs insert being broken off. No trauma was reported to the rep. No damage was reported to the femoral component or the baseplate. All pieces of the insert were removed, and the insert was revised. Rep confirmed images can be provided. Otherwise, rep confirmed that no further information will be released by the hospital or surgeon.